Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a loss of stimulation, no stimulation, and a loss of therapy. When the patient felt the stimulation turn on or off, the patient was in a car accident. A motor vehicle accident could have been related to the event. The patient had not checked the device with the patient programmer. The patient would call back when she had the patient programmer so MRI eligibility could be determined. A sudden severe pain at the implantable neurostimulator (ins) site, nausea, and loss of stimulation was reported to have occurred on (B)(6) 2016. MRI guidelines were requested due to a problem with the device or therapy and symptoms were reported. Later, the patient called back to walk through MRI mode instructions. The patient stated she saw a head on the programmer screen. Head only eligibility was reviewed. Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient was still in a lot of pain at the ins site. When the device in turned on, it made the patient nauseated. This occurred the day before yesterday. Then the next day the patient could not stop vomiting. The patient had been taking motion sickness pills every day. The patient was scheduled to go to the doctor in the middle of may. The patient was worried that maybe something was leaking every time they turned the device on. The patient stated that when they were in the emergency room after their car accident they could not sit down. The patient still had to watch how they sit or it caused severe pain.

Event description:
Additional information received from the patient reported that they were waiting on the appointment date. They could not get an appointment with the hcp and was still having problems with it hurting tremendously and having nausea during or after turning the stimulator on. The patient stated that it was "now getting to the point where it was going to fall out of their body"; "it was breaking through" and they had no one who could help them. The hcp thought the battery was hitting a nerve and causing pain and nausea, but it was unknown at this time what steps would be taken to resolve the issues.

Event description:
Additional information was received from the patient. It was reported that the ins was causing the patient major problems, and she thinks it was dislodged/loose in the pocket. The patient could barely stand. It was noted that the ins was implanted in the hip and not the buttock. The patient wanted something in writing from the manufacturer that the device would not be dislodged from normal walking. The motor vehicle accident was a hit and run where the impact came from behind and the problems with the implant stated immediately after the accident. The patient was to follow-up with a healthcare professional to discuss the symptoms and request the desired document.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39286-65, serial (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they were in a car accident that hit the ins into their spinal cord causing damage to their spinal cord and all the nerves in the spinal cord. It was reported that troubleshooting/interventions that had already performed was that there was an ins only explant as the lead was left in. It was reported that the lead remained in patient¿s body inactive. It was reported that the healthcare provider (hcp) put in a different manufacturer¿s device. The patient mentioned that the device they had in at the time of the accident was the size of an iphone. It was reported that the ins removal date was unknown but the patient stated that it was shortly after the date of the accident. It was reported that after the removal, the patient still suffered from very much damage to their spinal cord. It was reported that this was considered a sudden change in therapy/symptoms. The date of the event was on (B)(6) 2016. No further complications were reported/anticipated. ***regulatory report # 3004209178-2016-04492 will capture all future information regarding the event reported in regulatory report# 3004209178-2016-18649.